Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. It was also received with cracked case at display window corners and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen started scrolling during a bolus attempt; she removed and reinserted the battery and the insulin pump alarmed button error. The blood glucose at the time of the incident was 256 mg/dl. Troubleshooting did not resolve the issue. The device was returned for analysis.